Event description:
Allegedly, patient revised due to mom complications.

Manufacturer narrative:
After the initial report was filed, it was determined that this reported product was previously reported under MDR number 1043534-2012-00229. Please void the initial report for 3010536692-2018-00181.